Event description:
The sales rep called the MFR to report that the dialysis unit at the hosp has an ash split catheter that split between the cuff and the hub. The report stated that the device is leaking.